Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the representative could not get the straight suction to verify and was subsequently replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The straight suction was returned to the manufacturer for evaluation. It was noted that the suction could not verify when connected to a known operational tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed laterally while utilizing a frontal suction. It was showing the surgeon was in the left eye when in the frontal sinus. The surgeon then re-registered and the straight suction was off anterior by 5 millimeters. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The archive from the procedure was received by medtronic for review. The review found that the patient had loose skin and that some points of the registration were under the skin of the patient.

Manufacturer narrative:
H3) the software analysis determined that this issue was not a software issue. According to the instrument analysis the issue was caused by instrument damage. Software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported straight suction was further investigated by medtronic personnel. It was noted that the suction issue occurred during the procedure as the suction could not be used if it could not verify prior to surgical use.